Event description:
The patient reported that while wearing the pod for approximately 1 to 4 hours, their blood glucose level increased to 18.9 mmol/l (340.2 mg/dl) and their ketone level reached 1.3 mmol/l. It was noted that the cannula failed to insert into the infusion site (abdomen). Additionally, a communication error occurred during operation of the device. No medical assistance was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.